Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely, intermittent noise was observed. Programming changes have been discussed. The patient is stable.

Event description:
Additional information indicates that the patient came in for a device update and there were no further consequences.